Event description:
It was reported that the patient experienced an infection. Reportedly, there was pus at the incision site. As a result, the patient underwent surgical intervention on (B)(6) 2022 wherein the system was explanted, and the infection was resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.